Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Imaging was received from the field, one image of the deformed device inside the patient and one video of the deformed device outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Imaging was received from the field, one image of the deformed device inside the patient and one video of the deformed device outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025 , a 38 mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. During the procedure, the waist and the second disc of the occluder did not conform to the desired shape. It was noted that it took a "goblet- like shape". It was attempted thrice and the device was removed. The device was rinsed in warm saline for 8 minutes and the device continued to exhibit undesired shaped. The procedure was completed using a 36mm amplatzer septal occluder. It was reported that there was no interaction with the cardiac structures during deployment and no angulation or kink were noticed in the delivery system. It is noted that there was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.